Event description:
It was reported that blood leaked from the bd nexiva¿ closed IV catheter system vent plug during use. The following information was provided by the initial reporter, translated from german to english: "blood has leaked from the vent plug during the setting process of the bd nexiva sp." "Contact with blood."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/6/2020. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received three units, two unopened units from lot 9360435 and one used unit with the vent plug missing from lot 8158843. The functional test for leakage was conducted on the used unit from batch 8158843 and no leakage was observed. Since the vent plug was missing, no further testing could be performed. Leakage testing was also performed on the two unused units form lot 9360435 and no leakage was observed. The vent plugs were visually inspected for damage and no damage was observed. The reported defect was not confirmed based on evaluation of the returned unit. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from the bd nexiva closed IV catheter system vent plug during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "blood has leaked from the vent plug during the setting process of the bd nexiva sp." "Contact with blood."